Event description:
The customer reported that she purchased a contour next one meter in UK from amazon and the meter was displaying the units of measurement accompanied with the blood glucose readings in mg/dl instead of mmol/l. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a2 and a4 as the customer's age and weight were not provided. The customer did not provide the product information. Therefore no information was captured in section d4 (model # and serial #), and the device manufacture date (h4) could not be determined.